Event description:
Caller states there was lead alerts. Discussed that the transmission coming through today was a scheduled transmission not an alert. The read alert posted is due for rv (right ventricular) unipolar lead warning (B)(6) 2022 and atrial unipolar out of range (B)(6) 2022. Discussed these will always show up on the observation until the lead warning is cleared with the programmer. Last interrogation in office was (B)(6) 2022. Impedance. Unipolar impedance on both leads is hovering in the lower 200's and an occasional dip to 190 ohms. Rv bipolar range in the mid to high 200's and ra (right atrial) bipolar range in mid 200-low 300 ohms over time. Patient has been in af(atrial fibrillation) episode since (B)(6) 2023 and cardiac compass displays atrial fibrillation since (B)(6) 2023. No evidence of oversensing. Device operating as programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155708.